Manufacturer narrative:
Decision was made to recall based on a supplier issue that was determined as part of an internal investigation. (B)(4).

Event description:
It was reported patient underwent a carpal tunnel release procedure on an unknown date. During the procedure the blade had difficulty advancing through the guides. Another blade was used to complete the procedure. This event was reported to have occurred in multiple cases.